Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported double fenestrated grasper and the associated device logs. Evaluation of the logs indicated that the double fenestrated grasper was attached to arm cart assembly 4. Multiple instances of an error code were identified which corresponds to an instrument drive unit (idu) torque sensor redundancy failures. Visual inspection of the returned double fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the double fenestrated grasper was read with no observed failures. Evaluation of the double fenestrated grasper confirmed the reported condition. The investigation identified that the most likely cause can be traced to device design. Errors with the torque sensor accuracy of the instrument drive unit (idu) on the arm cart assembly were identified. This was traced to test coverage gaps, production process variability and product robustness. A process improvement has been initiated to address these issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic rectal resection procedure, after rectal perforation, the rectum was pressed up with the corresponding forceps to improve the surgical field. A red instrument error occurred every time the double fenestrated grasper (dfg) was moved. If the team tried to move it, they would receive the error ¿danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.¿ the error appeared within one second after movement. After removing and inspecting the forceps, no problem was found, so they were used again. However, the same alarm occurred after about 2 or 3 minutes. The dfg was then replaced with a new one to resolve the issue. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic rectal resection procedure, after rectal perforation, the rectum was pressed up with the corresponding forceps to improve the surgical field. A red instrument error occurred every time the double fenestrated grasper (dfg) was moved. If the team tried to move it, they would receive the error ¿danger: instrument error. Withdraw normally. If withdrawal fails, remove instrument/port together. Replace instrument to resume.¿ the error appeared within one second after movement. After removing and inspecting the forceps, no problem was found, so they were used again. However, the same alarm occurred after about 2 or 3 minutes. The dfg was then replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.